Event description:
Information was received that this smiths medical cadd solis vip exhibited "error 45985" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Event description:
Additional information provided indicated that there was no patient involvement and no injury.

Manufacturer narrative:
Device eval: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the tamper seal was missing, the lens was damaged and the downstream occlusion seal was bubbled. Functional testing involved powering up the pump and showed the device displayed the reported error code. The investigation determined that failure of the main printed circuit board (pcb) was the cause of the reported issue. The pcb board was replaced. Based on evidence and investigation, the complaint allegation was confirmed.